Event description:
A malfunction was reported by the customer, identified by the malfunction code "malf 0," which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reoccurred.